Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform the displacement test, missing reservoir tube o ring and cracked battery tube threads. Test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the reservoir compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.